Event description:
This will be filed to report a mitraclip that could not be flushed during preparation. It was reported that during device preparation of a mitraclip ntw, the flush port on the steerable sleeve could not be flushed. There was a possible blockage of the flush port. A replacement mitraclip completed the procedure. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported difficult to flush could not be determined as no issue was identified in returned device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.